Event description:
1 suspected false negative sars result for 1 symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer also communicated an additional 9 patient events which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.